Event description:
In 2008, the pt reported she rec'd an e10 (cartridge error) on her insulin infusion device display while changing the cartridge. She changed the battery while on the call but the e10 displayed again. The piston rod of the infusion device would not return completely. The pt mentioned a large amount of insulin spilled into the cartridge chamber on four days earlier. The pt was advised to switch to her backup infusion device and was assisted in setting it up. The pt did not report blood glucose concerns related to this issue. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.